Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stenting procedure performed on (B) (6) 2009 ((B) (6) female; weight unknown). According to the complainant, after the ultraflex stent was positioned in the bronchi, the physician met significant resistance when attempting to deploy the stent. When the physician pulled the deployment suture, the delivery catheter actually began to bend. Excessive force was needed to release the stent. Due to the difficulty, the stent was deployed in an incorrect position. The stent was removed and the procedure was completed successfully with a second ultraflex stent of the same type. No visible damage to the removed stent was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4) - therapy / non-surgical treatment, additional the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Device not returned - disposed of

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stenting procedure performed on (B)(6), 2009 ((B)(6) female; weight unknown). According to the complainant, after the ultraflex stent was positioned in the bronchi, the physician met significant resistance when attempting to deploy the stent. When the physician pulled the deployment suture, the delivery catheter actually began to bend. Excessive force was needed to release the stent. Due to the difficulty, the stent was deployed in an incorrect position. The stent was removed and the procedure was completed successfully with a second ultraflex stent of the same type. No visible damage to the removed stent was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
As the unit has not been returned, boston scientific could not perform a technical analysis. A labeling review identified that the device was used per the directions for use. Manufacturing documentation was reviewed and revealed no anomalies or deviations during the manufacture of this batch. There have been no other similar complaints reported for this particular batch. As a result of this investigation, this complaint will be assigned the most probable root cause of design.